Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.2 was not detected. A field service engineer (fse) replaced drawer control board and retractor band for main drawer 5.2. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 was not detected and experienced repeated failures. It was temporarily recovered with a hard reboot; however, it continued to malfunction. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there was no adverse events or injuries reported based on this event.